Manufacturer narrative:
(B)(4) follow up for device evaluation. Nine blister packaged syringe samples, and one photograph were received by the quality team to support the investigation. Visual inspection determined that one side of a blister package was not sealed; the packaging top web was approximately one fourth inch short. The photograph provided depicts one of the returned samples. No additional defects or imperfections were observed. This condition is consistent with a top web that was not properly centered, which can result in a shortened blister on one side and an unsealed edge. A device history record review was completed for material number 302830, lot 5251649. The review did not identify any quality issues during production that could have contributed to the reported condition, and no related quality notifications were found. All processes and final inspections complied with specification requirements. Verification of the packaging process confirmed that the settings and alignment of the top web were correct. To date, no other similar events have been reported for this lot. Based on the investigation and analysis of the returned samples, the customer reported condition is confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll s/c 48 had a primary packaging integrity issue. The following information was provided by the initial reporter: material #302830, batch #5251649. Verbatim: rcc received a complaint via email. We found nine 20 ml syringes that were not properly sealed. Item #: 302830. Lot 5251649 and expiration 08/31/2030. We have the affected syringes that can be returned.